Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise resulting in auto mode switch episodes; the first auto mode switch episode was from (B)(6) 2015 and noise was present then too. The device was reprogrammed resolving the issue. The patient's condition was stable.